Manufacturer narrative:
The device has not yet been received and evaluated.

Event description:
Allegedly, the during an optical uretherotomy procedure, the cold knife broke off in the patient's urethra.; the broken piece was not able to be retrieved. The surgeon plans on retrieving the piece during the patient's next surgery.